Manufacturer narrative:
D02 - failure analysis was updated. Investigation clarified that the root cause is attributed to a component failure for the insulation damage to the conductor wire and not due to mishandling or misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4307, 61 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Visual inspection identified damaged conductor wire insulation at the distal idler pulley. Material appeared to be scraped off with materials missing. The 1st measuring approximately 0.05¿ x 0.03¿ and the 2nd at 0.03" x 0.03" on the area of the damage. The known common cause of this failure is attributed to instrument mishandling and misuse. The instrument was further tested and passed electrical continuity.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review/ a review of the instrument log for the fenestrated bipolar forceps instrument lot# n10190106 / sequence 0074 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2020 on system (B)(4). The instrument has 1 remaining usable life with no subsequent use recorded after 09-nov-2020. No recorded use of the instrument was logged for the reported event date of 25-nov-2020 since the issue was identified prior to use. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported as a reportable malfunction event due to the following conclusion: it was reported that during a da vinci-assisted low anterior resection procedure, the user conducted an inspection of the instrument prior to use and identified a torn conductor wire cover (presumably the insulation) of the fenestrated bipolar forceps instrument. The instrument was not used and was replaced to the backup. There was no report related to any unintended energy discharge to the patient. No other information was provided. The user continued the procedure with no further issue reported. The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. Although there was no arcing reported and there was no patient injury reported, if this failure were to recur, it could cause or contribute to an adverse event. Device expiration date for was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 1 remaining usable life, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the user conducted an inspection prior to use and identified a torn conductor wire cover (presumably the insulation) of the fenestrated bipolar forceps instrument. The instrument was not used and was replaced to the backup. There was no report related to any unintended energy discharge to the patient since it was identified prior to use. No other information was provided. The user continued the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: no unintended energy discharge or arcing observed during the last known usage for a procedure on (B)(6) 2020 on system (B)(4). The observation on the conductor wire was identified during inspection prior to use.